Event description:
My left hip started to hurt in january, 2005. I had bilateral hip replacement surgery completed in 1997. I went back to the dr, and he showed me how the hip had disintegrated. We observed the holes in the plastic using the latest technology. In 2005, I learned that I had breast cancer. Surgery for the hip was postponed pending surgery and recovery from breast cancer. In 2007, my right hip began to hurt. My toes have separated on both feet with the split being to the right of the middle toe on the right foot, and to the left of the middle toe on the left foot. The bottom of both heels are painful to walk on. Flexibility in both hips are limited making it difficult to put on a pair of socks. In addition, I had gone to the doctor to find out why there was swelling in my left foot just below the toes. Also, I have recurring sores - soft spots- on my head which is unexplained. These soft spots are painful to the touch.